Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure to be related to the customer reported complaint. For clarification, visual inspection of the instrument found the grip release lever latch tab was completely broken off of the housing. The latch tab was not returned with the instrument. There was no additional damage found on the housing. The grip release lever was not damaged. The housing was removed, no damage was observed within the housing. The instrument was installed onto an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Review the logs found no failures related to the reported instrument. The root cause for the broken latch tab on the housing is attributed to user mishandling. Additional tests were performed and the instrument passed the following: ceramic dot verification test, knife slot test, cut test, jaw gap verification test, and energy delivery test. There was no image or video clip submitted for review. A review of the instrument logs for the vessel sealer extend (part# 480422-01 / serial # (B)(4)) was performed. The instrument was last used on (B)(6) 2022 on system sn: (B)(4). Based on this review, the instrument was confirmed used during the alleged event reported in this record and it was not used in subsequent procedure(s) after its last usage. This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend instrument would not release. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.